Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5069062 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(4) batch: 5074796 UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed for unknown reason.